Event description:
An ipp device was implanted in october 1996; day not indicated. Information received on 7/30/97 indicates the patient states "he is unable to completely deflate the device."

Manufacturer narrative:
A revision surgery has not been determined at this time.